Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a cranial resection procedure. It was reported that the camera was not seeing any instruments and a localizer disconnected error message was displayed in the software. During troubleshooting, the system was rebooted multiple times. Instruments were removed and added but localizer not connected was still displayed. Site brought in another navigation to continue the case. It was stated that two green lights and laser was working through out, but the camera still displayed disconnected. The procedure was completed with the use of navigation. It was stated by the representative that in troubleshooting, it was discovered that disconnecting and reconnecting the cable to the camera resulted in a resolution. There was a delay of less than 1 hour. No known impact on patient outcome.

Manufacturer narrative:
Additional information: patient information was unavailable. If information is provided in the future, a supplemental report will be issued.